Event description:
Adverse event: "no patient impact reported" (no known impact or consequence to patient). Product problem: "screen changes" (device operates differently than expected). The nurse reported the system screen charges on its own without being prompted. No patient impact was reported. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).